Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor would not open or close after removing it from the package. A new basket was opened and completed the procedure successfully. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, instructions for use, and quality control data was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A visual examination noted the cannulated handle is not caught in the collet inside the handle. There is 2 cm of distal coil assembly protruding the end of basket sheath. The handle was reset and the device functioned as intended. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history for this device lot revealed this complaint is the only one associated with lot number 8174839. As found in the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not close due to the cannula inside of the handle becoming separated from the collet at the proximal end of the handle that holds the cannula in place. With the cannula separated from the collet, the motion of the handle could not be transferred to the basket, preventing the basket from closing. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.